Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl. Customer¿s current blood glucose value was 74 mg/dl. The customer¿s treated with food. It was also reported that the customer had blood glucose of over 300 mg/dl. Troubleshooting was completed for low blood glucose. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The reservoir will be returned for analysis.